Manufacturer narrative:
Batch review performed on 15 march 2018; lot 174323: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115); lot 172250: (B)(4) items manufactured and released on 28 august 2017. Expiration date: 2022-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon revised the head and liner. The surgery was completed successfully.